Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported through literature that a prospective study between june 2023 and september 2024 evaluated perioperative safety and surgical team adaptation to the hugo ras platform. There were 100 patients included in the study that underwent extraperitoneal robot-assisted radical prostatectomy. Five patients had serious injuries including three patients that required blood/blood product transfusions, one patient with a cystostomy and one patient with bilateral percutaneous nephrostomy. Fourteen patients experienced unspecified postoperative complications. "Extraperitoneal robot-assisted radical prostatectomy with the hugo¿ ras system: 100 consecutive cases, 1-year follow-up and surgical learning curve evaluation", authors: marcello scarcia, giovanni battista filomena, marco montesi, nicoletta testori, pierluigi russo, stefano moretto, simone cotrufo, francesco paolo maselli, filippo gavi, francesco pio bizzarri, roberto calbi, alba fiorentino, filippo marino, maria chiara sighinolfi, bernardo maria rocco, luigi cormio, giuseppe mario ludovico, michele zazzara. Journal of robotic surgery, published 29 december 2025, https://doi.org/10.1007/s11701-025-03092-9.